Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: vanezis ap, prasad r, andrews r. Pacemaker leads and cardiac perforation. Jrsm open. 2017;8(3):2054-2704.

Event description:
A journal article was reviewed which contained information regarding the patient's left ventricular (lv) lead. Two years after implant the patient presented with no lv pacing capture and phrenic nerve stimulation. Patient was admitted to the hospital with worsening dyspnea. Evaluation revealed lv cardiac perforation with pericardial effusion. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.